Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the most probable cause has been classified as component failure due to stress. That is consistent with an expected or random component failure caused by either excessive or inadequate physical force exerted on the device, resulting in wear, bending, deformation, fracture, or fatigue. No design or manufacturing deficiencies were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, detachment at the bending section was identified on the bronchofibervideoscope. No patients were involved.